Event description:
It was reported that the ventilator shut down while on a patient and came back on displaying a restart ventilator alarm. There was no harm to patient. (B)(4).

Manufacturer narrative:
A field service engineer has been on site and started the investigation. Several printed circuit boards were replaced. The replaced parts have been requested but not yet received. A supplemental medwatch report will be sent when investigation is completed. Reference exemption #: (B)(4).